Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was 30mm in length and was located in the left anterior descending (lad) artery. The physician used a 7fr introducer sheath and a 7fr ebu guidewire to access the lesion. The physician first placed an impella ventricular assist device in the patient. The ebu guidewire was then exchanged for a csi coronary viperwire guidewire and a csi coronary orbital atherectomy device (oad) was loaded onto the guidewire. The physician completed three runs at low speed for 30 seconds each run. Post-atherectomy angiography did not reveal any dissections or perforations at that point. A 3.0mm balloon was then advanced into the patient and inflated at 12atms. Post-angioplasty angiography revealed a perforation at the distal balloon marker. A stent was placed to resolve the perforation. Angiography then revealed an additional dissection distal to the stent. A drug-eluting stent was then placed to resolve the dissection, but angiography revealed a second dissection which was resolved by placing a third stent. Three requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).